Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events additional information was requested, and the following was obtained: some physician informed that suture fraying was presented around 10% of using. It was reported that "he found several case and just told me to attended case and collected data". Were these previously reported to ethicon? If yes, can you provide a product complaint number for each case. Sale rep did not provide the pc-number because they happened since last year.

Event description:
It was reported that a patient underwent the unknown procedure on unknown date in 2020 or 2021 and the suture was used. During the procedure, the suture had frayed after suturing pass through calcified vessel. The frayed suture cannot be seen or taken a photo because it was very small part, but a doctor could see it via surgeon glasses. There were no adverse patient consequences reported.